Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. Reportedly, the pump supplies were changed to address the issue. There was no adverse impact to customer¿s blood glucose level.